Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an endoscopy procedure performed on (B)(6) 2024. During the procedure, the physician had successfully inflated the balloon to the first two sizes of balloon (15 mm and 16.5 mm). However, when the balloon was inflated to 18 mm the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was able to be completed successfully with the original device. There were no patient complications reported as a result of this event.